Event description:
The intralase fs laser was used to create a corneal flap for bilateral lasik surgery in 2006. One- day postoperatively the patient presented with diffuse lamellar keratitis (dlk) in both eyes (ou). A flap lift and rinse was performed in both eyes the next day, and a second lift and rinse was performed in both eyes three days later, the patient's preoperatie bcva was 20/20 ou; postoperatively ucva is currently 20/20-2 in the right eye (od) and 20/30 +2 in the left eye (os). The patient responded to treatment and the dlk resolved. The association between the event and the device is unk.

Manufacturer narrative:
On 9/27- 28/06, an intralase field service engineer inspected the laser and verified the system performed an intended, met specifications during and upon departure. Additionally, on 9/28/2006, an intralase senior clinical application specialist performed an investigation and provided surgery support. The laser settings were optimized to doctor's preference and the laser was found to meet specifications.